Event description:
It was reported that a xience v stent delivery system was unable to cross the lesion in the tortuous, second obtuse marginal artery. The device was removed and another xience v stent was successfully implanted. There was no adverse patient effect. Though requested no additional information was available. However, inspection of the returned device revealed the stent was stationary on the balloon and the balloon was partially inflated at each end (dogbone appearance) with contrast in the inflation lumen.

Manufacturer narrative:
(B)(4). Analysis of the returned product noted blood visible on the entire length of the stent delivery system (sds) and contrast in the inflation lumen, which is consistent with preparation and the sds advanced into the patient anatomy. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The lesion was heavily tortuous which likely contributed to the reported failure to advance. The stent was stationary on the tightly folded balloon between the markers with no damage noted. The proximal and distal tapers of the balloon were partially inflated with air. The middle portion of the balloon was tightly folded. This is consistent with an attempt to inflate the balloon as the distal and proximal ends of the balloon would inflate first. The tip length and stent outer diameters were measured and met manufacturing criteria. A new indeflator was used to pressurize the balloon to the rated burst pressure (rbp) of 16 atm with no anomalies noted. There was no dog bone observed in the balloon while inflating. In this case, it is possible the sds was inadvertently handled after the procedure resulting in a positive pressure applied to the sds. Several attempts were made to obtain clarification from the account however no further information was available. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no lot specific product quality deficiency. In this case, a conclusive cause for the noted partially inflated balloon could not be determined however the reported failure to advance appears to be related to the operational context of the procedure.